Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being seen in clinic and when the patient was connected to the system monitor, no data was seen despite being connected correctly to the power cables. Data was able to be viewed on the controller. Low voltage alarms were noted on the alarm history screen. The system monitor and patient cable were exchanged with no resolution. Log files were unable to be sent due to no communication to the system monitor. The system controller was then exchanged with resolution. The system controller was to be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller pcx-12916 failing to communicate with the system monitor was confirmed as the issue was reproduced during laboratory testing. The low voltage alarms were also confirmed. The returned controller was connected to a test power module and system monitor, and communication was established; however, the system monitor did not accept commands from system controller. Testing revealed that the blue data receiving communication wire in the white power cable was broken, resulting in a loss of communication between the controller and the system monitor. The blue wire was broken near the power connector strain relief. The system controller's dual power cable was replaced with a test power cable, and complete communication with the system monitor was restored. A log file was downloaded from the controller. The downloaded log file contained approximately 3+ days of data (14mar2022 ¿ 17mar2022, per the time stamp). The low voltage advisory alarms were active on 14mar2022 from 22:53:58 ¿ 22:59:52 while connected to battery power. They coincided with fluctuating rsoc voltage readings on the black power cable, which were not coincident with the power source exchanges. The alarms cleared while the rsoc voltage level increased to its proper level. Also seen throughout the log file, the voltage range captured while the system controller was on power module was lower than the expected (recorded as low as 11.6v compared to the expected voltage of ~14v). The low voltage alarms and the reduced supply voltages did not affect the controller's ability to operate the pump at the set speed. The low voltage alarms and the low supply voltages indicate a conductor breakdown within the controller's power cables, consistent with findings within the returned system controller power leads. After replacing the power cables, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The communication issues between the system controller and system monitor were determined to be caused by conductor breakdown in the data receiving communication wire of the white power cable. The root cause of the conductor breakdown appears to be related to wear and tear due to repetitive flexing during use. The returned controller was manufactured 12july2017, the product life is a minimum of 3 years. Incidental findings: fluid ingress, conductor breakdown within both power cables. The system controller was disassembled, and a green substance was observed on the inner side of the housing's strain relief of power cables inner wires. The green substance appeared to result from accumulated moisture underneath the outer grey insulation that reacted with the underlying shield/construction. The conductors of the power cables were tested for continuity, and the blue data receiving wire in the white power cable failed, indicating that the wire was broken (electrically open). A green substance throughout the length of the power cables was also observed underneath the outer grey insulation on both power cables when the outer jacket insulation was removed. The insulation and shielding were removed from the white power cable, revealing that the blue data receiving wire was completely cut off near the connector strain relief. All other individual wires were also measured, and high resistance was observed. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pcx-12916 was shipped to the customer on 13jul2017. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily (caring for the system controller power cables, daily safety checklist what not to do: driveline and cables, daily safety checklist). The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-01901.